Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that she is currently on 2.1 ma. Caller reports the stimulator is not working right as she is going to the bathroom a lot. Caller reports this has been happening for 2-3 months. Redirect caller to patient's hcp. Additional information was received from the patient (pt). Patient mentioned they were going to have the device taken out because it was not working right. Patient found they were not leaving it on and it would not work if they did not leave it on. Patient did not know how to use the device and never got a tutorial on it in person. Patient's cousin already had training in it so they helped patient.